Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Manufacturer narrative:
Event date is estimated . During process of this complaint further information was requested for weight of the patent but not available . The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported patient had loss of therapy approximately for a year. Manufacturer representative interrogated the device and found that ipg was unable to communicate with external device and deemed inoperable. Patient had not charged the device for a year. To address this issue, surgical intervention took place were the ipg was replaced and effective therapy was restored.